Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, a broken cable was found on a monopolar curved scissors instrument. The planned surgical procedure was completed. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found a broken grip close cable at the distal idlers, allowing the pulley to spin freely. It was determined that the cable broken under tensile loading and cable wear on the pulleys combined with drive torques likely contributed to breakage. Engineering also observed the proximal clevis has an .085" diameter char mark above the flush hole. The char mark includes part of the silicone overmold window, which has melted/material removal, suggesting an arcing event occurred. The site did not return any tip cover accessory, however, a sample tip cover accessory was installed. The position of the char mark lines up with the silicone to sleeve interface of the tip cover accessory. Additionally, the main tube has a 4.5" long section directly above the tube extension with material removed all around the tube. Damage area is parallel to the tube axis, with rough surface finish. Based on location and appearance, the damage may have been caused by a cannula accessory. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.